Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter due to a broken spring-loaded handle. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation result- visual analysis of the returned device revealed that the device was returned without the clip assembly and with the control wire kinked. The reported event of "clip difficult to release from catheter" was confirmed, as the condition of the returned device supports deployment difficulties. The risk review confirmed that this event is documented in the product's risk analysis and is considered within the acceptable risk-benefit profile. Based on all available information, the most probable root cause assigned is "adverse event related to procedure", likely influenced by procedural factors such as excessive force during deployment or the use of tools to aid clip release.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter due to a broken spring-loaded handle. The procedure was completed. There were no further patient complications reported as a result of this event.